Event description:
It was reported that an ilet user experienced a screen that would not wake unless the pump was placed on a charger, preventing normal access to alerts; the device was updated via the mobile app to firmware version 3.3.11 intended to address power-up behavior and alert management, and the user was instructed to clean the top surface daily with an alcohol swab to reduce oil buildup that could interfere with functionality. Symptoms included inability to view alerts due to an unresponsive wake function. Outcomes included resolution of the interface access issue after the software update and user education. Investigation included remote troubleshooting, verification of available firmware, and guided installation of the update. Investigation of this case revealed a software-related wake behavior concern with potential interference from surface contamination, addressed through firmware remediation and cleaning guidance. It was concluded, based on previously established findings for similar reports, that the cause was software algorithm and device maintenance factors resolvable through firmware update and routine cleaning.